Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility chief perfusionist reported to a fresenius clinical support specialist (css) that a loud grinding noise was coming from the xlung kit during a patient's extracorporeal membrane oxygenation (ECMO) treatment. The patient was just put on ECMO therapy that day (duration unknown), for veno-arterial support. The perfusionist switched to video call to show the css what was happening with the device. The css could see and hear clearly that the device was making a loud grinding noise. It was reported that the pump head was properly seated on the pump drive. The perfusionist also confirmed there were no unusual events during the priming process, cannulation, initiation, or anticoagulation target upon cannulation. The css suggested priming another circuit and prepare to change out the entire xlung kit as it sounded as though there may be thrombus forming within the pump head. The perfusionist was able to change the circuit without further incident; the noise was no longer present. Afterwards, they drained and rinsed the initial circuit for return. According to the information provided at intake, the event resulted in 500 ml of blood loss. However, there was no change to the patient's health status as related to the reported event and medical intervention was not required. Multiple attempts have been made to obtain additional information, however, to date a response has not been received.

Manufacturer narrative:
H3 plant investigation: a sample was received from the reported lot. The kit was received with cut tubing attached, and the pump head was returned separately with cut tubing attached. During visual inspection, there were no signs of damage or blood clots within the pump. There was no visual irregularity/issue observed that would result in the reported "loud grinding noise." Due to the extent of the cut tubing on the returned sample, functional pump head testing could not be performed as connection was no longer possible. The batch production record was investigated by the manufacturer and no nonconformities were found. Based on the available information, a cause for the reported failure could not be established and the complaint was not confirmed.

Event description:
Additional information was obtained from the css. The css confirmed there were no error codes or alarms displayed on the console when the grinding noise occurred. The grinding noise was confirmed to be coming from the pump head. However, the pump head was not visibly shaking or vibrating. The css said the rpms were turned down and the facility reseated the pump head, but when they turned the rpms back up, the noise continued. There were no leaks, and no connections were found to be loose. Moving to the backup pump would not have resolved the issue; the css stated the kit needed to be changed. The patient was able to continue treatment without further issue once the kit was replaced. The patient's estimated blood loss was confirmed to be 500 ml. There was no other patient harm or injury, nor was there a need for any medical intervention due to the events. No additional patient details were known. The css stated the kit was available to be returned for evaluation; however, they did not know what the kit's lot number was.

Manufacturer narrative:
Additional information: d4, g1 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was obtained from the css. The css confirmed there were no error codes or alarms displayed on the console when the grinding noise occurred. The grinding noise was confirmed to be coming from the pump head. However, the pump head was not visibly shaking or vibrating. The css said the rpms were turned down and the facility reseated the pump head, but when they turned the rpms back up, the noise continued. There were no leaks, and no connections were found to be loose. Moving to the backup pump would not have resolved the issue; the css stated the kit needed to be changed. The patient was able to continue treatment without further issue once the kit was replaced. The patient's estimated blood loss was confirmed to be 500 ml. There was no other patient harm or injury, nor was there a need for any medical intervention due to the events. No additional patient details were known. The css stated the kit was available to be returned for evaluation; however, they did not know what the kit's lot number was.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was obtained from the css. The css confirmed there were no error codes or alarms displayed on the console when the grinding noise occurred. The grinding noise was confirmed to be coming from the pump head. However, the pump head was not visibly shaking or vibrating. The css said the rpms were turned down and the facility reseated the pump head, but when they turned the rpms back up, the noise continued. There were no leaks, and no connections were found to be loose. Moving to the backup pump would not have resolved the issue; the css stated the kit needed to be changed. The patient was able to continue treatment without further issue once the kit was replaced. The patient's estimated blood loss was confirmed to be 500 ml. There was no other patient harm or injury, nor was there a need for any medical intervention due to the events. No additional patient details were known. The css stated the kit was available to be returned for evaluation; however, they did not know what the kit's lot number was.

Manufacturer narrative:
Additional information: d4 plant investigation: a review of the manufacturing records was performed on the reported lot number. No nonconformities were found upon completion of this review. Although the production review was completed, the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was obtained from the css. The css confirmed there were no error codes or alarms displayed on the console when the grinding noise occurred. The grinding noise was confirmed to be coming from the pump head. However, the pump head was not visibly shaking or vibrating. The css said the rpms were turned down and the facility reseated the pump head, but when they turned the rpms back up, the noise continued. There were no leaks, and no connections were found to be loose. Moving to the backup pump would not have resolved the issue; the css stated the kit needed to be changed. The patient was able to continue treatment without further issue once the kit was replaced. The patient's estimated blood loss was confirmed to be 500 ml. There was no other patient harm or injury, nor was there a need for any medical intervention due to the events. No additional patient details were known. The css stated the kit was available to be returned for evaluation; however, they did not know what the kit's lot number was.